Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the arm of the light fell off. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Event description:
On 30th june, 2022 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the arm of the light fell off. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Further information provided by getinge employee indicated that the arm of the light did not fell off. Based on additional input from getinge employee received on 8th july 2022 it was possible to determine that the issue investigated herein is not safety and risk related, as the spring arm did not fell off, which was initially considered, but the vertical hold adjustment failed, causing the lamp head to drop to its lowest position, no injuries were reported. Therefore, the scenario described in the record is considered as non-reportable. It is not likely that the issue could lead to the serious injury or death when the malfunction reoccurs.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on (B)(6) 2022 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the arm of the light fell off. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: on 30th june, 2022 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the arm of the light fell off. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Further information provided by getinge employee indicated that the arm of the light did not fell off. Based on additional input from getinge employee received on 8th july 2022 it was possible to determine that the issue investigated herein is not safety and risk related, as the spring arm did not fell off, which was initially considered, but the vertical hold adjustment failed, causing the lamp head to drop to its lowest position, no injuries were reported. Therefore, the scenario described in the record is considered as non-reportable. It is not likely that the issue could lead to the serious injury or death when the malfunction reoccurs. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
On 30th june, 2022 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the arm of the light fell off. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Based on additional input from getinge employee received on 8th july 2022 it was possible to determine that the issue investigated herein is not safety and risk related, as the spring arm did not fell off, which was initially considered, but the vertical hold adjustment failed, causing the lamp head to drop to its lowest position, resulting in no reported injuries. Therefore, the scenario described in the record is considered as non-reportable. It is not likely that the issue could lead to the serious injury or death when the malfunction reoccurs. It was established that when the event occurred, surgical light did not meet its specification, since drifting of the spring arm could be considered as a technical deficiency, and in this way the device contributed to the event. The provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing non-reportable customer product complaints related to investigated issue in time shows that the trend is increasing. We were also able to establish that the received incidents are occurring at moderate ratio. A root cause analysis was performed by subject matter experts, however, based on the information provided by the getinge service technician that the alleged issue of fall off of the lighthead was not confirmed. It was established that the vertical hold adjustment of the spring armfailed, causing the lamp head to drop to its lowest position. As stated by the subject matter expert the root cause of such incidend can be related to: defective spring arm (badly strength of the spring). Incorrect adjustment of spring arm. In the chapter maintenance of user manual for powerled (IFU 01581 en 09, page 21) there is information to check if the spring arm remains in position. Please note that the failure investigated herein does not appear to be likely to bring on any immediate danger to the user, per our estimation and product and complaint handling specialists. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.